Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The insulin pump did not shut down on its own during testing. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported via phone call that the customer received a motor error on the insulin pump during basal rate insulin delivery and the pump turned off by itself. The customer's blood glucose level was 214 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was unable to complete the rewind sequence as the insulin pump turned off. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.